Event description:
During follow-up, episodes of noise leading to oversensing and pacing inhibition were observed on the right ventricular (rv) lead. Lead damage was suspected but could not be confirmed visually. Provocative testing was performed and noise was reproduced. The device was reprogrammed and the lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of noise leading to oversensing were observed on the right ventricular (rv) lead. Lead damage was suspected but could not be confirmed visually. Provocative testing could not reproduce the noise. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.